Manufacturer narrative:
Sientra complaint (B)(4). Patient age defaulted to "99" as no date of birth was provided. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Right-side MRI indicated rupture.

Manufacturer narrative:
Sientra complaint #: (B)(4). Device evaluation: d6b, d9, g3, g6, h2, h3, h6, h10 sientra received the suspected device from the customer and performed a failure analysis. The device was returned and upon initial observation, was found to have a shell failure and moderate yellowing. The device was unable to be weighed. Upon device inspection, the explant was received in one piece with pieces missing across the implant. The explant was analyzed using an optical microscope. The observed result of mechanical testing was 316% for ultimate elongation and 3.84 (lbf) for ultimate break force. The cause of the shell failure is local stress of unknown origin. No additional observations. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.